Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type:

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia as well as redness and irritation at the pod infusion site (leg). Upon removal of the pod the patient reports the pods cannula was found to be bent. The patient reports being unable to apply a new pod due to a frozen update application on their controller which has been reported on separately. Upon arrival at the hospital the patient was treated with intravenous fluids. The patient reports administering manual insulin every 2 hours. The patient was in the hospital for 1 night.